Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# :unknown, product type: screening device. Product ID :3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. Product ID: 3057, serial/lot #: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence. It was reported by a basic evaluation patient they believed their device wasn¿t working and that their leads have moved. There were no further complications reported/anticipated.